Event description:
One touch ultra meter was reading inaccurate high. The reading on the reported meter was 210 mg/dl and on another one touch ultra meter 65 mg/dl (invalid comparison). The patient does not report any symptoms of high or low blood sugar and did not receive any medical care at the time of the occurrence. The patient was not using the correct technique for sample application. During troubleshooting the customer service representative discovered that segments are missing on the reported meter. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and strips were replaced.